Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : during use hypodermic needle injury: no other treatment: no were the returned items used? : no if they were used, was something attached to them? : nothing is attached returned quantity: (B)(4). Details of the incident (timeline, history, etc.): as reported by the patient, "after attaching the needle to the medicine, the cap could not be removed from (B)(4) units."